Manufacturer narrative:
Device is a combination product. The promus premier ous mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end lifted and pulling distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17may2019. It was reported that crossing failure occurred. The 90% stenosed, 16x2.25mm target lesion was located in the moderately tortuosity and calcified right coronary artery. A 16 x 2.25mm promus premier drug eluting stent was advanced but could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.